Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted:(B)(6) 2012.

Event description:
It was reported that during the implant procedure of the device, the physician had to give a very hard compression to seat the device deeper into the pocket. This compression caused the patient to incur a fractured clavicle. The device was implanted and remained in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.